Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml baclofen at 50 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had an increase in spasticity about a week before (B)(6) 2017. A catheter aspiration from the catheter access port (cap) of the pump was attempted and no fluid was aspirated. It was noted that no external, environmental, or patient factors may have led or contributed to the event. The patient was taken to surgery on (B)(6) 2017 to replace the pump and catheter. It was noted that the patient requested a smaller 20 ml pump, which was why the pump was replaced. Upon surgical exploration of the catheter, it was noted to be coiled in the pump pocket. The patient was noted to be "alive-no injury". The issue was noted to be resolved.